Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Customer reported blood glucose level was 143 (mg/dl). The customer declined to reload the current cartridge onto the pump at the time of the call. Follow up with the customer confirmed that after loading a new cartridge onto the pump they received an accurate fill estimate.